Event description:
It was reported that during the 2nd chemotherapy,the nurse found there was some bleeding under the dressing and the surface of the catheter was spoiled.

Manufacturer narrative:
The complaint of a leak in the catheter was confirmed, but the exact cause is unknown. The 4 fr groshong PICC leaked a hole that was found in the blue radiopaque stripe approximately 0.3 inches. A semi-circumferential crease was found in the tubing adjacent to the leak site, which indicates that the tubing was kinked. It appears that the catheter was placed in a location that was vulnerable to kinking, which may have been a factor in the hole found in the tubing; however, the exact mechanism of damage is unknown. A chr of lot #resk0348 showed no other similar product complaint(s) from this lot number.